Event description:
It was reported that prior to starting a da vinci surgical procedure, a wire was poking out, but not separated, from the permanent cautery spatula instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument conductor wire is dislodged from the conductor cap. The instrument passed electrical continuity testing. 48 - failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately 0.029 - 0.282 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removal could likely cause or contribute to an adverse event, if the malfunction were to recur.